Manufacturer narrative:
Patient weight not provided by the site. Device manufacturing date is unavailable at this time. Medtronic representative, following-up, reports the surgeon did not place medtronic navigation instrumentation in the patient. No allegations were made of medtronic navigation's device causing or contributing to the patient event. Return of 2.4mm drill bit is not expected. No allegation of a device failure.

Event description:
A medtronic representative reported that, while in a spine procedure, c1-c2 fusion, the surgeon was using the navigated vertex max drill, and the 2.4mm diameter non-cannulated disposable drill bit. Upon exiting the pedicle the surgeon nicked the vertebral artery. After the bleeding was controlled, the surgeon decided against screw placement and did an in situ fusion using bone and matrix instead. Follow-up report finds the patient is recovering well with no issues. Medtronic navigation is filing this MDR to ensure visibility to patient event as a result of a procedure that utilized medtronic navigation's 2.4mm non-cannulated disposable drill bit. There is no indication, or allegation, to suggest that medtronic navigation's device caused or contributed to the reported event.